Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing causing inappropriate shocks and pacemaker inhibition in a pacemaker dependent patient. It was further reported that the oversensing and shocks only occurred during ICD interrogation. No episodes of inappropriate shocks, or pacemaker inhibition occurred spontaneously between follow-up appointments. In addition, no paitent injuries were reported as a result of the pacing inhibition.